Manufacturer narrative:
Findings: pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor error alarm or excessive no delivery alarm noted. The motor was tested outside of the device and passed. Pump received no button response due to flattened button dome switch. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons rarely respond. The customer stated that the insulin pump stopped delivery at one instance and the customer could not get the buttons to work. The customer does not want to troubleshoot the issue and did not want to return the reservoir back for analysis. The customer stated that they will monitor the issue and call back if the issue persists.